Event description:
It was reported that the patient presented to the emergency department for multiple shocks. Device interrogation found false detection of vf resulting in multiple shocks. No intervention was made. Currently, the device remains programmed as is. There were no adverse health consequences, the patient was stable.